Manufacturer narrative:
Product complaint # (B)(4). Date sent: 01/07/2020 d4: batch # t5dy0v device evaluation summary: this device was received for initial analysis and additional tissue testing. The primary intent of the additional tissue testing analysis was to mimic worst-case clinical use and evaluate performance. The analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present but was uncut and exhibited an indentation created by the circular knife. No staples were present. The first test firing utilized the standard protocol with test skin. The device was reloaded with staples and a new washer and fired at high b into a test skin. The device fired as expected and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples met the staple form release criteria. Device returned was confirmed to have an uncut washer. Device batch information was reviewed, and it was confirmed to be manufactured after implementation of corrective actions related to the field action. The second test firing was performed using tissue, to simulate clinical usage. The device was reloaded with staples and a new washer. The device was setup to fire into thick indicated tissue across two crossed staple lines, in order to simulate worst case clinical conditions, and with the indicator dialed down per the instructions for use (IFU). The device fired as expected and formed the staples as well as completely cut the test tissue and the breakaway washer without incident. The staple line was complete, and the staples appeared to be well formed in the tissue. The device was test fired a total of two times, once in test skin and once in tissue, and the device was found to be conforming based on both tests. The device cut the washer and had acceptable staple formation when fired into indicated tissue thickness. The device performed as intended during analysis testing. Batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date of event: unk. Batch # t5dy0v. Photo evaluation summary: upon visual inspection of a photos the following was observed: the photo shows a device from top view and the washer appears to be uncut and indented. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Based on the photo the event describes of firing issue, cutting issue, malformed staple are confirmed, however no conclusion or root cause could be determined.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, the device could not be fired at the firing. The target tissue was a little thick. The surgeon grasped the firing firmly at the firing. Breaking sound of the washer was heard, but it was not same as usual breaking sound. When the surgeon checked the device, it was found that the washer was uncut and most of the staples were unformed. After the firing, air leak was confirmed and removing was difficult due to uncut the tissue about 3/4 circle. The surgeon sutured additionally. There was no bleeding for the patient. Another device was used to complete the case. The patient had stoma as planned without procedure. There were no adverse consequences to the patient. The surgeon who fired the device could not completely grasped the firing handle previously.